Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an us health care professional and concerns a female patient. She was injected with radiesse(+), into the chin (off label use of device), reported as one day prior to this report, at 12:30, on (B)(6) 2022. In (B)(6) 2022, after the radiesse(+) injection, the patient was getting concerned as she experienced a possible occlusion. She was experiencing extreme swelling, tightness and a rubbery feeling. Due to the provided information, the outcome of the event was considered as not resolved.